Manufacturer narrative:
No prouduct returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 500 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer changed out cartridge and infusion set and took a manual injection to stabilize her blood glucose level, but they are not working as expected. Insulin could have possibly degraded.